Manufacturer narrative:
D4: UDI, expiration date is unknown. H4: manufacturing date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported the patient experienced sepsis and went into septic shock during impella support. The sepsis was treated with endotoxin adsorption therapy, and the administration of antibacterial drugs. The patient required reintubation after entering septic shock. The following day, it was reported the patient had bleeding from an unknown origin. The patient was transfused with blood products, the number of units the patient received is unknown. The patient was in prolonged shock and his general condition was poor, and it was noted that the cause of the bleeding was unknown. A thoracentesis performed, and 2l of blood was removed. Bleeding was noted to have resolved the following day; however, the patient's condition was still severe. On (B)(6) 2022, the patient experienced a cerebral hemorrhage and was given a large dose of catecholamines. The patient was then made a do not resuscitate order, care was withdrawn and the patient and expired. There is not enough evidence to exclude impella as an associated factor in the patient's demise.